Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did both needles have bent tips? Yes. What was the name of the initial procedure? Sister can¿t remember. But is a general surgery procedure. Where was the needle grasped prior to the needle breakage (i.e. Swage, central portion of needle)? Central. Did any piece of the needle fall into the patient? No. If so was the needle piece removed and how? Was the patient brought back to operating room to have needle removed or was the needle removed during the initial procedure? During procedure. Was there any additional tissue damage as a result of searching for the needle piece? No. Does a piece of the needle remain in the patient¿s tissue? No. If yes, what tissue structure is it located? Were x-rays taken to locate the needle piece(s)? No xray required. If retained, what is the surgeon's opinion of consequences to the patient delay surgery time. Were the needles found bent in the package, during dispensing, or removal from package? During usage. Is the lot number of the needles available? Xzw295. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2016 and suture was used. During the procedure, the needle bent easily and the tip broke. It was unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
One actual sample was returned for analysis. A fracture was observed in the body of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and over stressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.